Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter stuck in stent occurred. The 33mm long target lesion was located in a moderately tortuous and 2.3mm in diameter distal right coronary artery. After a 2.5 x 12 synergy¿ stent was placed, an opticross¿ imaging catheter was advanced to visualize the lesion. However, during removal of the opticross¿ imaging catheter, it was noted that it was stuck inside the stent. The physician managed to remove the catheter by pushing and torqueing it. Moreover, the guidewire exit port was found to be lifted. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported.